Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device motor was not running. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed both tamper seals were broken and the top, bottom and right plunger case were cracked. Review of the event history log showed an occurrence of a "motor not running" alarm. Functional testing found that the device displayed "motor not running" during the occlusion test. The investigation found that the main board was not fully seated in the extrusion slot. The investigation determined that an impact that knocked the main board out of alignment was the cause of the reported issue. The main board was repositioned. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device had not been in for service in the previous year and there was no indication of a service issue during the investigation.